Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. The health-care provider also mentioned that the event was procedure related. No other details reported. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary). Unfortunately, the subject device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.